Event description:
Determined to be reportable based on analysis received 26 june 2006. It was reported that during a ptca procedure, the quantum maverick monorail balloon did not inflate. The physician was using the quantum maverick monorail balloon for post dilation of a stent. The physician was unable to inflate the balloon and it was removed without incident. The procedure was completed with another device. No patient injuries or complications were reported. It is noted that the product was used beyond the expiration date of 1/1/2006.

Manufacturer narrative:
Returned product analysis verified the balloon inflation difficulties experienced during the procedure. The balloon catheter was received with the balloon in a deflated state. The outer polymer shaft was expanded proximally from the proximal end of the balloon. The expanded section of the shaft is located 5.9 centimeters proximally from the distal tip 12 millimeters long distally. The od of the shaft was measured using a laser micrometer in the area of the proximal balloon bond and at the distal and proximal ends of the expanded section of the shaft. The od of the proximal balloon bond area was found to be .03177". The od of the proximal end of the expanded section was found to be .03453" and the od of the distal end was found to be .03397". These areas did not exhibit a focal necking. The catheter was able to be inflated using an inflation device and water. The balloon and the damaged section of the shaft expanded/inflated without significant loss of pressure. The inflated balloon was not in a uniform inflated state. A vacuum was generated using the inflation device and the damaged shaft and balloon deflated normally without significant loss of vacuum. Microscopic examination in the area of the expanded outer shaft did not reveal any irregularities in the shaft material which would have contributed to the formation of the expanded shaft. Microscopic examination of the inflated balloon did not reveal any irregularities in the material which would have contributed to the misshaped formation of the expanded balloon. The manufacturing records for top assembly batch 5279732 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact circumstances which led up to the shaft damage and misshaped balloon could not be determined.